Manufacturer narrative:
PMA / 510(k)#: bk050036. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. Foreign matter attributed to the banding ink was evident on the tube and stopper. Additionally, retention samples were selected from bd inventory for evaluation and no issues were observed relating to foreign matter or ink banding deposit. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Ink deposit from banding was identified on the tube and stopper. Review of retentions samples for this incident lot number identified no issues root cause description: based on the investigation, the most likely root cause for the reported defect that the banding ink reservoir leaked, leading to contamination of the conveyor, which then transferred some of the ink to each tube as they passed. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
I t was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes were dirty (fm). No report of medical intervention or serious injury.